Event description:
It was reported that one day post implant, the right atrial (ra) lead p-wave measurements had decreased from 1.4 millivolts at implant to 0.25-0.35 millivolts. Also, the capture threshold was at 3.5 volts at 1.0 millisecond. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.